Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was started on 0.7 for their implant which was uncomfortable and noted it felt like an electric shock. Patient lowered to 0.6 during the call which felt better. Patient felt sore/raw on their back from the implant procedure. Patient stated they could take pain a lot, but it ID not feel good. Patient was given painkillers following implant and it hurt and they were sick and throwing up when they wore off. Patient stated they were allergic to codeine which was in it. Patient stated it never worked fully and that they had not had symptom improvement after implant. On (B)(6) 2018, patient stated that they had not had (B)(4) improvement since implant. Patient stated that they could pee sometimes, and could take a bath and could pee before but had issues with retention. Patient stated they did not know what was wrong with them. Patient stated that they did not know if the implant was helping. Patient stated after implant, they did not feel so hot and it was shocking, so they lowered it from 0.8 to 0.7. Patient mentioned being sick and having flu, was down, was killing them and they had difficulty going to work. Patient stated it was unrelated to the implant and was now getting around to using the device. It was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. Patient increased to 0.9v and stated it was comfortable. Patient stated the stimulation sensation was subsiding during the call as well. Patient resolved poor communication after repositioning antenna. Therapy expectations were reviewed at (B)(4) reduction in symptoms. Patient was redirected to the health care professional (hcp) if problem did not resolve. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Correction: the type of reportable event is no longer serious injury, but is a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they received the implant for retention, and since the beginning it had not helped, and it was not doing anything. The patient noted they had been going back to their healthcare provider¿s office for reprogramming sessions. The patient also reported that they were feeling like a jolt, pins and needles sensation since their last reprogramming session in (B)(6) 2018. The patient noted that it was more intense when they were voiding, and felt in their vagina. Syncing with the programmer showed stimulation was on, and they noted feeling stimulation in the correct area. The patient wanted to decrease stimulation and requested direction. The patient decreased the settings, but only a little as they were on their way to work. It was suggested to keep decreasing until the pins and needles sensation decreases, and the option of turning it off was reviewed. The patient was redirected to follow up with their healthcare provider if making adjustments did not resolve the issue. It was noted that the change in therapy was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that patient wanted to turn the ins off for a while because it was not working right and they were experiencing jolts. Patient turned the ins off on 0.6v and stated they were going to meet with their doctor to discuss getting the ins taken out because they had tried everything. No further complications were reported.